Manufacturer narrative:
Product analysis: the controller received failed visual inspection but passed functional testing. The batteries received passed visual inspection and functional testing. Investigation is ongoing for (B)(4). Additional devices added for this event: d4: serial # (B)(4). D10: yes, 2017-10-30 h3: yes h6: method codes: 10, 23, 38, 3372 h6: result codes: 213 h6: conclusion codes: 71 d4: serial # (B)(4). D10: yes, 2017-11-01 h3: yes h6: method codes: 10, 23, 38, 3372 h6: result codes: 213 h6: conclusion codes: 71 d4: serial # (B)(4). D10: yes, 2017-10-30 h3: yes h6: method codes: 10, 23, 38, 3372 h6: result codes: 213 h6: conclusion codes: 71 d4: serial # (B)(4). D10: yes, 2017-11-03 h3: no, device evaluation anticipated, but not yet begun h6: result codes: 3233 h6: conclusion codes: 11 d4: serial # (B)(4). D10: yes, 2017-11-01 h3: yes h6: method codes: 10, 23, 38, 3372 h6: result codes: 3213 h6: conclusion codes: 25 d4: serial # (B)(4). D10: yes, 2017-11-01 h3: yes h6: method codes: 10, 23, 38, 3372 h6: result codes: 213 h6: conclusion codes: 71 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: battery, (B)(4). Device evaluated by manufacturer: yes. Device mfg. Date: 2016-08-02. Product event summary: the returned battery passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: serial (B)(4)/ catalog # 1650de / exp. Date: 07/31/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?: no, (B)(4). Serial (B)(4)/ catalog # 1650de / exp. Date: 11/30/2017 device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no, (B)(4). Serial (B)(4)/ catalog # 1650de / exp. Date: 06/30/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no, (B)(4). Serial (B)(4)/ catalog # 1650de / exp. Date: 08/31/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no, (B)(4). Serial (B)(4)/ catalog # 1650de / exp. Date: 08/31/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no, (B)(4). Serial (B)(4)/ catalog # 1650de / exp. Date: 07/31/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?:no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller power sources were switching from one controller port to the other earlier than expected. The associated batteries were exchanged. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller and six batteries were returned for evaluation. A review of the manufacturing documentation for the controller confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed a loose power port one (1) connector. This observation is not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Log file analysis revealed premature switching due to momentary disconnections involving bat221584 and bat221532. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.